Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2002 and a revision procedure on (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. Review of invoice history indicates the revision procedure was performed on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions.¿ number 11 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 19 states, ¿postoperative bone fracture and pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04554 / 04555).